Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited elevated shock impedance greater than 400 ohms. Although an electrode integrity issue was suspected, it was not detectable on x-ray imaging. As such, the patient's entire s-ICD system was explanted and replaced. Besides intervention, there were no other adverse patient effects reported. Both the s-ICD and the electrode will be returned for analysis.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific cannot confirm the clinical observations due to lack of product return. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: with all the available information, boston scientific is unable to conclude the root cause of the incident. This product has not been returned; therefore, a technical analysis cannot be conducted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: as of today, this product has not been returned. With the information provided, we cannot confirm the clinical observations. Risk assessment: a risk review was completed and confirmed the event of shock impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the device is acceptable.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited elevated shock impedance greater than 400 ohms. Although an electrode integrity issue was suspected, it was not detectable on x-ray imaging. As such, the patient's entire s-ICD system was explanted and replaced. Besides intervention, there were no other adverse patient effects reported. Both the s-ICD and the electrode will be returned for analysis.